Event description:
It was reported that "the 16fr was inserted into the patient 2 days before and he returned back to the clinic for follow up. When they attempted to remove the catheter the balloon would not deflate. The urologist instilled mineral oil." The catheter was successfully removed. No report of patient harm or injury

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports "visual examination on the catheter showed that there was blood residue at funnel joint area. The shaft also has been cut at several places including inflation funnel. Other than that, no sign of kinking, clamp mark or collapse lumen observed throughout the shaft. Since the inflation lumen has been cut, inflation and deflation test could not be conducted. Process with investigation, the balloon was cut to observe the inflation eye condition and noticed the eye was normal without any foreign matter or collapsed. Then, the monofilament was inserted through the inflation lumen from and no collapsed or blockage lumen observed. The funnel area was cut to test the valve functionality. The valve was connected to luer tip syringe and noticed it can be function as normal." The manufacturer also reports "based on the investigation, since the shaft has been cut, inflation and deflation could not be conducted. However, there was no foreign matter or collapsed observed in inflation eye, no collapsed or blockage through the inflation lumen and the valve can be function as normal. Reviewing the manufacturing process, no potential cause could have contributed to the problem. All products were subjected for 100% inspection of leak test, inflation and deflation test. The defect related to functionality of the product will be culled out during inspection. Therefore, this complaint is not confirmed." Other remarks: n/a corrected data: n/a

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the 16fr was inserted into the patient 2 days before and he returned back to the clinic for follow up. When they attempted to remove the catheter the balloon would not deflate. The urologist instilled mineral oil." The catheter was successfully removed. No report of patient harm or injury.